Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Analysis found the stylet to be obstructed by blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood obstructing the stylet in the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire would not advance down the lumen of the left ventricular (lv) lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.